Event description:
It was reported that the home patient (hp) was unable to connect the patient line to the transfer set during fill one on the home choice (hc). The technical service representative (tsr) verified the home patient (hp) was attempting to use the correct line in the organizer. The tsr advised the hp to end therapy and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.